Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Inspection of the fluid path found no issues that would cause leaking during wear or bleeding. The distal tip of the soft cannula was found to be crushed. It is unclear when or how the damage occurred. No other defects or deficiencies were found that would result in high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide, model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 7 to 18 mmol/l (126 to 324 mg/dl) after wearing the pod between 36 and 48 hours on the hip/buttocks. There was blood and insulin leaking at the insertion site. The adhesive pad was also wet. Hyperglycemia treated by patient activating new pod.